Event description:
It was reported upon connecting the leads to the device ((B) (4)) at implant, the impedance measurements for atrial, lv, and rv were all > 2500 ohms. The leads were tested via analyzer, and all measurements were within normal limits. Physician disconnected/reconnected 3 times and was unable to obtain valid measurements so the device was replaced. A second device ((B) (4)) was attempted, and there was noise on egms. Telemetry was switched from wireless to wired and there was normal impedance but no sensing. Same results with second programmer. A third device was attempted and was successful. It was further reported that both devices failed to sense r-waves and impedances were < 200 ohms and > 2500 ohms. No patient complications have been reported as a result of this event. (B) (6) 2009, 63592: it was further reported that both devices failed to sense r-waves and impedances were < 200 ohms and > 2500 ohms. No patient complications have been reported as a result of this event. (B) (6) 2010stl: neither device was implanted into the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis found high impedance levels, no pacing output, and a low battery voltage. The symptoms were attributed to a faulty transistor in an output block of a pacing and regulator ic (integrated circuit). A photon emission was noted on the transistor that is consistent with gate oxide leakage; (B) (4) analysis found that the device was unable to sustain a pacing output without a programming head placed over it. Electrical analysis found excess dc leakage in a hold capacitor to be the cause of the no output condition. The leaky capacitor loaded the fet (field effect transistor) boost voltage supply which supplies gate bias to the blocking fets on the pacing outputs. Inadequate gate bias on these transistors causes oversensing, loss of pacing outputs and erroneous lead impedance measurements. (B) (4) ic - gate oxide/cap oxide current leakage. (B) (4) tac tantalum cap - leakage-unspecified.